Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implanted pump. It was reported the patient had a baclofen pump replaced as the pump was infected. The hcp was wondering how to transition the patient over to oral medications so the patient doesn't go through withdrawals. No further information was provided. No complications were reported/anticipated.